Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a bronchoscopy using the subject device, the user facility noticed bleeding from the patient when withdrawing the subject device from the patient. The user facility could not perform hemostatic treatment since they could not identify the bleeding location the patient died due to massive bleeding after the procedure. The user facility is investigating the root cause, and it is presently unclear why the bleeding occurred. The user facility didn't report any malfunction of the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and the evaluation results were follows; the adhesive of bending section rubber was partially missing the angle of the bending section was reduced. There were no damage or irregularity at the distal end. The exact cause of the reported event could not be conclusively determined.